Manufacturer narrative:
No patient information provided.

Event description:
Caller states that during a correlation study the following coaguchek s/laboratory results were obtained: patient 1) 5.4 inr/3.7 inr. Patient 2) 3.5 inr/2.4 inr. Patient 3) 7.3 inr/5.5 inr. Patient 4) 5.8 inr/4.1 inr. Patient 5) 3.0 inr/2.0 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, customer refused return of system for evaluation.